Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with their right ventricular lead that showed episodes of noise. This was reproducible with isometrics. Programming changes were made. The lead was further monitored. Patient was stable.